Event description:
Spacelabs received a report that the paper tray is very difficult to remove from the 90496 printer and the staff are hurting themselves in the process.

Manufacturer narrative:
As received from the customer, the paper tray required more force than anticipated to remove. A physical examination revealed that the plastic paper tray was binding within the plastic recorder housing. The device has been forwarded to the OEM MFR for further eval. We will provide a supplemental report once our investigation is complete.